Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, opening device assessed, as surgical damage. As per the investigation procedure: crease wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, b5, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported, left side deflation. Healthcare professional, later reported, "hole, non-specific" and "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.